Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used during the procedure. The md followed the first and second click, and arterial locator bleed back steps, etc. It was an antegrade stick. The physician used the provided wire in the angio-seal kit. When the physician pulled back the angio-seal, the entire unit came out. The physician indicated that he felt clearly the first and second clicks. The md cut the sheath to be sure the footplate was intact and verified the pulses on patient to be sure nothing left behind. The md explained this was most likely due to steep angle and the sheath had a tough time tracking. He did not feel that it was the terumo's angio-seal device issue for that happening. The patient was reported to be fine. Additional information was received on 23mar2020. The physician had felt in retrospect he could have used a stiffer wire to track over. Manual pressure was held. The patient's condition was stable, there was no hematoma. The patient went to recovery and the pulses validated. The atk fix was successful, and the patient was discharged with no reported issues due to failed deployment. There was no patient injury, medical/surgical intervention required. Additional information was received on 24mar2020. A pre-deployment angiogram was performed. A 7fr sheath was used. The type of procedure being performed was an sfa.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.